Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as patient adjusted basal rates.

Manufacturer narrative:
Follow-up #1: date of submission 8/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been working out much more than usual and feels basal rates are too strong, so they decreased the basal rates some. Patient also reports having a bg of 230 mg/dl that she gave a correction bolus for, prior to having a low bg episode patient had a blood glucose of 21 mg/dl with unsteadiness, dizziness, confusion, and cognitive impairment. Emergency services were called and the patient was treated at home with glucose tablets/gel. Customer support found no potential cause of inaccurate delivery. The time/date were correct; basal and bolus histories as expected. Patient feels her correction bolus settings may be too strong especially since she has increased her activity. Patient has appointment with hcp next week and plans to discuss adjustments to basal rates and isf. This complaint is being reported as the patient experienced hypoglycemia after the user error of adjusting basal rates on their own.